Manufacturer narrative:
This report is submitted on 18 mar 2021.

Manufacturer narrative:
This report is submitted on 12 oct 2020.

Event description:
Per the clinic, the patient experienced tinnitus and a performance decrement. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.